Event description:
On (B)(6) 2017 at 2:30pm at the (B)(6) va medical center's (B)(6) outpatient clinic, (B)(6), spinal cord injury service, female veteran, (B)(6), was present for routine monthly b12 dose injection via left deltoid muscle using 3ml syringe attached to terumo surguard safety hypodermic needle, 18ga x 1 1/2 inch, ref #sg3-1838, lot number: 160305d, expiry: 07/31/2021. During this (B)(6) outpatient visit for b12 injection a "close call/near miss" occurred. Attending nurse successfully drew/pulled the veteran's dose b12 vial into 3ml bd syringe attached to sg3-1838; lot # 160305d hypodermic needle. The attending nurse changes sg3-1838 needles after drawing/pulling medication from vial b12 into 3ml syringe for veteran's comfort during injection; I. E., using new, unused sg3-1838 hypodermic needle. It is noted that safety guard was fully over the needle used to draw/pull medication into 3ml syringe prior to changing hypodermic needles. Attempting to remove used needle twisting in simple, gentle motion the safety guard came completely off the needle; separation at the needle's hub exposing the needle. No injury to either veteran or attending nurse. New sg3-1838 hypodermic needle with new bd 3ml syringe never used on pt and retained for future inspection. Event reported ovamc risk manager and risk manager notifying logistics service facility recall coordinator for reporting FDA, national center for pt safety and MFR "suspect" sg3-1838 hypodermic needle; terumo medical. Diagnosis or reason for use: part of therapy for incomplete tetraplegia; event abated after use stopped or dose reduced: no; event reappeared after reintroduction: no. "Is the product compounded: no; is the product over-the-counter: no." Data b12 was not recorded by attending nurse. Also, terumo gave this event order (B)(4).